Event description:
On october 23, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting "error 5" message. Per the onetouch ultra2 owner's booklet, this error appears when the meter has detected a problem with the test strip. The medical surveillance specialist spoke with the patient on november 9, 2009 and obtained the following information. The patient reported that the alleged error message began to appear on the morning of event date. The patient stated that she tests 3x/day and manages her diabetes by taking novolog 70/30 before her breakfast (100 units) and before her dinner (70 units) daily. As a result of the alleged issue, the patient confirmed she was unable to test her blood glucose; however, denied making any changes to her diabetes management as a result of the issue. In the evening of the same day, the patient reported that she developed symptoms of blurred vision and frequent urination. The patient denied treating self or receiving medical intervention in response to these symptoms. The patient claimed the symptoms lasted a couple of days before subsiding on their own. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was using the correct testing technique and that she was using test strips that appeared in good condition. The alleged issue remained unresolved. This complaint is being reported because the patient claims, she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.